Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer required assistance from their partner who administered a correction injection (mdi). Tandem technical support provided information to reset the pump, which the customer successfully did with assistance, ensuring that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunctions happen again.